Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during an esophageal dilation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, after dilating a stricture, the balloon would not pass smoothly through the scope for removal. The scope was then removed with deflated balloon outside of distal portion of the scope. Reportedly, the catheter appeared kinked and the black exit marker proximal to the balloon was bunched up. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed no wingtool present on the balloon. The catheter could not be inserted into the scope as the balloon was relaxed and deflated. The catheter shaft was inspected for cosmetic defects and several kinks were identified. The exit marker was noted to be damaged and a kink in the catheter shaft was identified in the exit marker. A kink in the guide wire was also noted. The reported event of exit marker bunched up and catheter kinked was confirmed. It is possible that the exit marker became damaged while advancing the device through the scope with excessive force or by contact with other instruments used during the procedure. The most probable root cause is operational context, as it is most likely that procedural factors encountered during the procedure limited the performance of the balloon.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during an esophageal dilation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, after dilating a stricture, the balloon would not pass smoothly through the scope for removal. The scope was then removed with deflated balloon outside of distal portion of the scope. Reportedly, the catheter appeared kinked and the black exit marker proximal to the balloon was bunched up. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) exit marker bunched. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.